Event description:
It was reported difficulty was encountered deploying this filter from the carrier system. During an attempt to remove the filter and carrier system as a unit, the filter deployed in the right atrium. No retrieval was attempted. Another filter was successfully placed via a femoral approach without any pt complications. The terminal pt has since been discharged to a nursing home. This device remains implanted. Therefore, no failure analysis will be available.